Event description:
It was reported the device was used during an unk procedure. It was reported by the affiliate that the device would not cut. There was no pt consequence.

Manufacturer narrative:
D5,6; h4: info not available, device not returned for analysis.